Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the electrode was located in the lesion and when the ablation began, the equipment emitted the high temperature alarm. Upon retrying the procedure, it was observed that the temperature of the tip of the electrode increased, despite the fact that the peristaltic pump was working and the bid stilled water was cold. Apparently the hose system was thinner, and that did not let cool de point of the product. In addition the equipment also alarmed high energy in the return electrode when the electrode was changed but did not change the return electrode. The radiofrequency ablation (rfa) electrode was changed and the procedure could be carried out without problems. There was no patient injury.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture/film was provided by the customer for analysis. The customer provided photo was inadequate to determine if the product met specification. The device could not be thoroughly investigated from the film/images. The investigation could not determine the root cause of the customer's report. This report will be reopened and updated with an analysis report when the actual product sample is returned. If information is provided in the future, a supplemental report will be issued.